Manufacturer narrative:
(B)(4). Complaint is confirmed because the patient reported a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A labeling review was performed and it was determined that current labeling provides ample instructions related to prevention of the suspected use errors in aseptic techniques.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number cannot be provided since the product and lot numbers are unknown. As the lot number is unknown, a batch review will not be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to (B)(4).

Event description:
This report was received from global pharmacovigilance (gpv) and is spontaneous nurse report with supplemental information by a physician from (B)(6) of break in aseptic technique, loose stools and fatal septic shock secondary to peritonitis in a female patient coincident with dianeal pd2 unknown therapy. On (B)(6) 2009, the patient began treatment with dianeal pd2 unknown (lot number, dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique and loose stools. On (B)(6) 2011, the patient experienced peritonitis as characterized by intermittent fever, cloudy effluent and abdominal pain. On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date, remedial therapy began with vancomycin (500mg in 90cc of parenteral normal saline solution (pnss)) and amikacin (25mg/lpds as loading dose, 12.5mg/lpds standing dose). The cause of the peritonitis was break in aseptic technique. In (B)(6) 2011, the patient experienced septic shock secondary to peritonitis. On (B)(6) 2011, the patient died due to septic shock secondary to peritonitis. Treatment information for the event of septic shock and action taken with dianeal therapy were not reported. Also, it was not reported whether the events of break in aseptic technique and loose stools revolved prior to death. The physician stated that the event of fatal septic shock secondary to peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the events of break in aseptic technique and loose stools.